Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer had an issue with irreproducibility with creatinine results. The customer tested patient samples multiple times with both the creatinine plus reagent and the creatinine jaffe reagent. Of the data provided for 90 patient samples, only the results for 15 patient samples were discrepant. The specific date of testing was not provided. Refer to the attachment to the medwatch for all patient data. The unit of measure was not provided. The customer reported the result which was reproducible and matched the patient's historical result. No specific data was provided. The customer did not have complaints from patients or doctors about the results. No adverse event was reported. The creatinine plus reagent lot number was 603327. The expiration date was requested, but was not provided. The creatinine jaffe reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It appeared that installation of extra washes after the sample was pipetted resolved the issue.

Manufacturer narrative:
Additional information was received that no erroneous result were reported outside the laboratory and no patients were adversely affected. Date of event and date received by manufacturer were actually (b)(60 2015.